Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported being hospitalized due to fluid overload on (B)(6) 2025 through (B)(6) 2025. The patient reported becoming dyspneic while undergoing ccpd and discontinued treatment to go to the hospital. The patient was admitted and treated with additional ccpd therapy which removed a total of 3000 ml. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for dyspnea, unspecified swelling, weakness, and lethargy on (B)(6) 2025. The patient was reportedly >10 kgs over his estimated dry weight (edw) and was diagnosed with fluid overload. The patient underwent several ccpd treatments utilizing a 4.25% dialysate and was discharged home on (B)(6) 2025 in stable condition. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient¿s lack of daily activity due to recent unspecified foot surgery (non-weight bearing orders). Following discharge, the patient¿s daily ccpd prescription was altered to include additional 4.25% dialysate, and he was referred to a cardiologist for additional evaluation. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, characterized by dyspnea, weakness, lethargy, and unspecified swelling, which warranted hospitalization and ccpd therapy utilizing a 4.25% dialysate for increased ultrafiltration. The pdrn attributed causality to the patient¿s lack of daily activity due to recent unspecified foot surgery (non-weight bearing orders). Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) reported being hospitalized due to fluid overload on (B)(6) 2025 through (B)(6) 2025. The patient reported becoming dyspneic while undergoing ccpd and discontinued treatment to go to the hospital. The patient was admitted and treated with additional ccpd therapy which removed a total of 3000 ml. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for dyspnea, unspecified swelling, weakness, and lethargy on (B)(6) 2025. The patient was reportedly >10 kgs over his estimated dry weight (edw) and was diagnosed with fluid overload. The patient underwent several ccpd treatments utilizing a 4.25% dialysate and was discharged home on (B)(6) 2025 in stable condition. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient¿s lack of daily activity due to recent unspecified foot surgery (non-weight bearing orders). Following discharge, the patient¿s daily ccpd prescription was altered to include additional 4.25% dialysate, and he was referred to a cardiologist for additional evaluation. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.